Event description:
It was reported that the surgeon experienced issues with the image and motion not being as expected during a procedure. The issue was resolved after the endoscope was replaced. The error logs indicated that there was a loss of video in one or both eyes of the endoscope, with a specific error related to the loss of right endoscope video, suggesting a possible issue with the scope or its connection. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the image was not reported to be inverted. The endoscope was not reported to have moved freely. The endoscope was not reported to have reverse controls. Currently the endoscope is in robotics coordinators possession. Coordinator will be testing when a system is available. If errors occur with the test, it will be sent back for analysis.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer replaced the endoscope to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Manufacturer narrative:
While a definitive root cause cannot be established since the reported endoscope was not returned for failure analysis, the potential root cause for this failure can be attributed to transient electrical issues and/or endoscope connector issues, resulting in loss of the right eye video. The issue was resolved by replacing the endoscope.

Event description:
Refer to h11 for follow-up information.